Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the objective lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of device wear and or insufficient devise cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: cyf-vha cleaning manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a deformed venting connector of the light guide connector, a wrinkled video cable, and a scratched video connector case and video connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the cysto-nephro videoscope had an alert that it was leaking. After a manual leak test on the device, it was found that the pressure was not retained in the bucket. The issue was found during an unknown event. Additional details relating to the event have been requested, but no response has been received at this time. The device was returned for evaluation. During the device evaluation, foreign material in the objective lens was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.